Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying a malfunction code which was not resettable. There was no reported impact to the customer¿s blood glucose level. To address the issue, tandem technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was informed about using a backup insulin pump and multiple daily injections as alternate therapy while awaiting the replacement.